Event description:
It was reported the multiple, intermittent occlusion alarms occurred. Additionally, it was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose level ranged between 200-499 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.